Event description:
Plaintiff alleges the development of a latex allergy from exposure to latex exam gloves. As a result, she alleges she sustained serious severe and permanent bodily injuries including rhinitis, respiratory problems, hives, contact dermatitis, headaches, extreme discomfort, depression and emotional distress. In addition, she alleges that she has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future.